Event description:
It was reported that the patient presented during clinical follow-up. X-ray examination found that the atrial lead was dislodged. The patient experienced discomfort from the extra-cardiac stimulation was performed. The reported lead was capped and replaced on (B)(6) 2023. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.